Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A recent review of device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Event description:
Boston scientific received information that during a device upgrade procedure, this implantable cardioverter defibrillator (ICD) was disabled. A boston scientific representative then tried to print the device settings and tachycardia mode was shown as off, but the tachycardia parameters were not printed. The device was successfully explanted with no adverse patient effects were reported.